Manufacturer narrative:
One level 1 hotline low flow system was received with wear and tear damage to the enclosure and front cover. The reservoir was filled with water, a temperature check was attached, an in line cord was plugged in and the device was powered on to perform a safety/electrical test. The reported issue was able to be duplicated. The device was leaking from the water tank cover. The cause of the issue was unable to be determined and the tank cover was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system was leaking water. There was no reported adverse event.